Manufacturer narrative:
Nevro is awaiting prognosis of the patient's condition.

Event description:
It was reported to nevro that a patient experienced new back pain following an implant procedure. The pain was found to be caused likely by the anchor cutting into the muscle. The patient is being sent to a surgeon for a paddle lead replacement. The patient reports effective chronic pain relief. There were no reports of further complications. Based on the report, the event was likely related to the procedure rather than device.

Manufacturer narrative:
Follow-up report indicated that the patient received a revision surgery for a paddle lead. There were no reports of further complication regarding the revision surgery. The explanted leads were not returned. The manufacturing records were reviewed and no nonconformities were found.